Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in milan, italy. Through follow-up communication livanova learned the following additional information: a livanova field service representative was dispatched to the facility to investigate the device: no issue with the pump's internal components was found, and the functional check revealed no anomalies. Runaway error (449 code) was reproduced hand cranking the pump (runaway fault with warning sign and wrench, no red alarm code). No hardware failure detected. Furthermore, acceleration tests and checks on individual pressure channels and their associated pressure modules to generate error messages in the system related to what happened were carried out. An additional test was also performed by inserting a ½" tube into the sub-pump, blocking it more than usual, and running the pump at 7 lpm for approximately 45 minutes. No anomalies were found. The contact relating to the pump cover closure was also checked to ensure it was in its proper place, with positive outcome. Reportedly, no alarm were seen by the perfusionist. However, analysis of the read-out of the pump (real time device parameters and setting recording file) confirmed an acceleration error at 1:19 pm, followed by several pressure errors that reasonably kept the pump stopped. At 1:23 pm, the pressure and level control were removed from the roller pump and reassigned to the centrifuge one, consistent with the scenario reported and confirmed by the customer. Through follow-up communication with the customer livanova learned that the involved s5 system will be used as a back-up unit in case of emergency. Meanwhile, the affected pump has been replaced with a loaner one and the affected one shipped to livanova for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that s5 roller pump 150 stopped. The procedure was in the weaning phase, but due to clinical necessity, bypass was returned. The reported pump stop occurred shortly after aortic clamping. In this case, the flow had been lowered from approximately 3 lpm to approximately 1-1.5 lpm to perform the clamping. When the perfusionist turned to increase the flow, she noticed that the pump was stopped and the flow was zero. Reportedly, no alarm were seen by the perfusionist on the s5 system. The perfusionist attempted to restore the flow by increasing the rpm, but the pump would not restart: the flow increased for a few seconds and then immediately returned to zero. Pressures were checked to rule out a circuit problem that was preventing the pump from restarting (settings: stop: 350mmhg, control: 300mmhg). The perfusionist then maintained arterial flow by rotating the pump with the crank for a few minutes before replacing the roller pump with a centrifugal pump. There was no patient involvement.

Manufacturer narrative:
Involved device was sent back to manufacturer: internal micro card component was replaced. Functional checks were conducted and all passed with positive results. Complaints database analysis revealed one similar event, which occurred before the repair was conducted. No concerning trend was highlighted for reported failure mode. Based on the investigation findings and considering the aging of the unit, the root cause of the event was attributed to a faulty micro card component. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.